Event description:
Patient undewent a laparoscopic robotic assisted left partial nephrectomy. Silicon tip reportedly was used on patient for 93 minutes. Tip was inspected, removed and replaced. Tip had shown a tear in the tip of the scissor during use on the patient. No reported harm.